Event description:
It has been reported by a physician that they have had several issues with device beeping after generator changes. The physician noted that these have been due to various causes, such as therapies turned off, diagnostic counters not cleared, amongst other reasons. And have result in unnecessary emergency room visits and /or clinic visits. The physician states that this problem has been disproportionately occurring with medtronic devices and would like medtronic to suggest a solution. There has been no report of patient complications as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that devices beeping after implant were due to out of range impedance measurements taken manually during implant procedure and then triggered next day. Personnel were educated about these kinds of situations and advised of the proper actions to take to avoid such alerts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).